Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2; reference MFR report: 1627487-2019-00496. It was reported that the patient may undergo a system explant. No further information is known at this time.

Event description:
It was reported that the patient's system was explanted on january 14th. Further information regarding the explant is unavailable to the manufacturer at this time.